Event description:
Pt was revised due to pain. The plastic part of the patella had turned 90 degrees.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.